Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on a competitor meter. On (B)(6) 2018, customer received a sensor scan reading of 346 mg/dl compared to a reading of 32 mg/dl obtained on the competitor meter. Customer experienced hypoglycemia symptoms described as malaise and subsequently lost consciousness. Customer was treated with 3 pieces of sugar and a teaspoon of honey by a non healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in the mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on a competitor meter. On (B)(6) 2018, customer received a sensor scan reading of 346 mg/dl compared to a reading of 32 mg/dl obtained on the competitor meter. Customer experienced hypoglycemia symptoms described as malaise and subsequently lost consciousness. Customer was treated with 3 pieces of sugar and a teaspoon of honey by a non healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.